Event description:
Healthcare professional reported a right side deflation and removal of textured saline implant of a non- (B)(6) device. Device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).